Event description:
It was reported that the customer has a crack in the upper right corner of the display screen in the casing of the pump. Customer's blood glucose level was 6.5 mmol/l. Insulin pump will have to be replaced. Customer will return the pump for analysis. Customer was advised to revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.